Manufacturer narrative:
Based on the information provided, it cannot be determined that the allegations of the patient developing contact dermatitis, irritation to the periwound, some epidermal stripping and a blister near the incision line are related to the use of the prevena plus¿ customizable¿ dressing. There have been several attempts made to gather additional information, but there has been no response. No additional information is available. Device labeling, available in print and online, states: duration of therapy; · therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. · patients should be instructed not to turn therapy off unless: -advised by the treating physician. -bleeding develops suddenly or in large amounts during therapy. -there are serious signs of allergic reaction or infection. -the canister is full of fluid. -batteries need to be changed. -system alerts must be addressed. · patient should be instructed to contact the treating physician if: -bleeding develops. -signs of infection are present. -therapy unit turns off and cannot be restarted before therapy is scheduled to end. Warning: for patient's with sensitivity to drapes and adhesives consider use of a skin preparation product to protect periwound skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film.

Event description:
On (B)(6) 2017, the following information was reported to kci by the nurse: when the prevena plus¿ incision management system was removed from the patient, it was noted that the patient's periwound had developed contact dermatitis related to hydrocolloid adhesive. There was irritation to the areas where the hydrocolloid was placed to the periwound skin and some epidermal stripping. She also, stated there was a small blister that had developed on the distal aspect of the incision line and the patient was now requiring cream and an alternate dressing to irritated areas. On (B)(6) 2017, the following information was reported to kci by the nurse: she was not sure what exactly caused or contributed to the patient having moderate to severe irritation to the periwound and the blister next to the suture line. The patient's physician ordered that the patient go to an alternate dressing with a betadine ointment applied to the affected area of the wound and surrounding periwound. The irritation was moderate to severe and there were open areas to the periwound that looked like epidermal stripping to the skin. The patient was seen today, (B)(6) 2017, and a slight improvement was seen. On (B)(6) 2017, the following information was reported to kci by the nurse: the prevena plus¿ dressing was removed from the patient and it was noted that there was a reddened area surrounding the surgical incision in the exact shape of the dressing. In addition, there was a blister noted right next to the staples. The surgeon was called and a picture was sent to the surgeon. The surgeon then ordered to paint betadine on the reddened area and blister and the wound was to be covered with a 4x4 dressing. On nov 1 2017, kci completed a review of a picture, provided by the nurse on (B)(6) 2017, of the patient's wound post the alleged event. Kci determined that the patient's wound appeared to have a reddened area surrounding the surgical incision in the exact shape of the dressing. In addition, a small blister on the distal aspect of the incision line could be seen. The prevena plus¿ customizable¿ dressing lot number was not provided and the customer confirmed it was not unavailable for return; therefore, a device evaluation and a device history review could not be performed.